Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged :the patient had been hospitalized on (B)(6) 2017 with a blood glucose of 900 mg/dl .patient remains hospitalized. The reporter states the pump is not working and needs to be replaced; was unwilling to troubleshoot. This complaint is being reported due to the allegation that the pump contributed to the hyperglycemic event.